Event description:
While transporting patient on ltv 1500 ventilator the ventilator stopped working and alarmed with all dashes where numbers should be. Crew immediately removed patient from ventilator and used a bag valve mask with end tidal to maintain patient. No adverse outcomes for patient. After speaking to employee vent continued to alarm with dashed lines once back to base and for several hours after then it turned itself off. Confused, combative, lethargic, comatose.